Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt stated that they were having major problems with the programmer antenna cord as the antenna cord was not working. Pt confirmed that the programmer communicated successfully with the ins when using the programmer without the antenna and that the programmer would not communicate successfully with the ins when using the programmer with the antenna. Pt stated that they had a hard time holding the programmer in place over the ins site when using the programmer without the antenna. When asked for the event date, pt stated that it was probably close to two weeks ago. An email was sent to repair to replace the programmer antenna cord. Additional information was received from a patient (pt) regarding an external device. Pt called patient services (pss) back and said that the patient programmer won't even turn on with patient programmer antenna replacement plugged in. Pt said when they unplug the patient programmer antenna they have to play with the patient programmer and push buttons for a while in order for the patient programmer to come on. A replacement programmer was sent out to the patient. No symptoms were reported. Additional information was received from a patient (pt) regarding an external device. Pt called back on phone number 2 stating they received a recharger antenna and not the patient programmer that was requested. A replacement programmer was sent out to the patient. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 37092, serial# unknown, product type multiple therapy product ID 97740, serial# (B)(6), product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97740, serial/lot #: (B)(6), UDI#: (B)(4), h3: analysis of the 97740 programmer, serial number (B)(6), revealed a broken antenna jack. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.